Event description:
It was reported that an ilet user experienced recurrent hypoglycemia with a nadir blood glucose of 40 mg/dl, including overnight events, while frequently pausing insulin when trending low and avoiding meal announcements due to fear of further lows; the device issued low and urgent low alerts and delivered corrections that stabilized glucose but were followed by downward trends. Symptoms included no reported clinical manifestations despite confirmed low glucose. Outcomes included treatment with oral glucose and subsequent stabilization at home without healthcare utilization. Investigation included complaint review, device-use assessment, and user education and troubleshooting. Investigation of this case revealed that the cause of hypoglycemia remained unclear in the context of user-initiated pauses and meal non-announcement that may have affected automated insulin delivery behavior. It was concluded that no device malfunction was identified and that the event was consistent with hypoglycemia of unclear cause with contributing use patterns. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.